Event description:
This is filed to report a device embolization and unchanged mitral regurgitation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A ntw mitraclip (lot:30228a1025) was implanted medial successfully. Imaging was difficult. A xtw (lot: 30308r2054) was then placed laterally on the valve. After releasing the xtw, the ntw detached from both leaflets (complete clip detachment) and embolized to the left ventricle. At the same time, the xtw also detached from one leaflet (slda). The procedure was ended without further intervention. There were no patient effects due to the embolized clip or slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances. The reported complete clip detachment was a cascading event of the reported device damaged by another device (dislodged). The cause of the reported difficult imaging was unable to be determined. The reported embolism, foreign body in patient, and unchanged mr were cascading events of the reported complete clip detachment. The reported patient effects of mitral regurgitation and embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.